Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device would not capture the heart beat in synch mode. This is the second of two reported events on the same device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.